Event description:
It was reported that: when ventilating a 6kg infant critically ill with a brain injury, the arterial co2 level was seen to rise to 11.5kpa, with potentially life threatening effects. The user reported that the cause of the co2 level rise was the large amount of dead space present in the disposable ventilator breathing circuit. The user reported that they measured the dead space at 27ml, not including an hme filter.

Manufacturer narrative:
Investigation is in process. Results will be submitted in a follow up report.